Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error while using the device updater to update the pump. Reportedly, the pump shut down and the customer was unable to continue the update process. Tandem technical support (cts) advised for the customer to charge the pump with the wall charger for one hour. During a follow up call, the customer stated that the display still did not come on after charging for one hour. Cts requested for the customer to put the pump in storage mode; however, when the customer unplugged the pump and plugged the pump back into the charger again, the led light flashed green once, then returned to flashing red and orange, and the display still did not come on. Cts had the customer unplug the pump again and hold down the button for 30 seconds to try to force a button alarm; however, the pump still did not respond. The customer's blood glucose level was 150 mg/dl. The customer stated that they would contact their doctor to obtain backup therapy. Cts offered to follow up with customer to ensure back up therapy has been obtained, but the customer declined further follow up.